Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: the data files were returned and analyzed. No patient file was received. The received failure file did not contain any failure records for the date of the event. In conclusion, the reported issue of the temperature dropping faster than expected was not confirmed through analysis and the balloon catheter was not returned for product analysis/testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the temperature dropped rapidly. The balloon catheter was pulled toward the left atrium, but the issue persisted and the contrast leaked out. The electrical umbilical cable and auto connection box were reconnected without resolution. The electrical umbilical cable was then replaced without resolution. The balloon catheter was then replaced, which resolved the rapid temperature change but temperature fluctuations still occurred. Despite the issue, the case was completed with cryo. The data files were reviewed and early deflation was observed. The issue could not be reproduced during servicing, but components of the console were replaced proactively. No patient complications have been reported as a result of this event.